Event description:
Account alleged that the head of the stretcher was drifting down. No injury reported.

Manufacturer narrative:
The account asked for part numbers to resolve the issue. No further info is available on the repair of the stretcher at this time.